Manufacturer narrative:
The event did not require for product to be returned to the manufacturer for further evaluation. As a result of the event, the customer replaced the damaged pneumatic cable with new tubing provided by the manufacturer and the device remains in use. The patient also remains stable on bivad support. There is no further information available at this time. The manufacturer is closing its file on this case.

Event description:
The patient was implanted with a bi-ventricular assist device (bivad). It was reported by the perfusionist that during implant, the pneumatic cable accidentally became kinked as a result of the console's rear cabinet door opening too far and unseating the cable. Consequently, the rvad did not start. Once this was noticed, the cable was moved and the rvad started with no further issues.